Manufacturer narrative:
On 4/14/08 the hosp's biomedical tech recalibrated the final conductivity, performed a pa autocalibration and a t1 test. A gambro tech inspected the phoenix machine on 4/22/08. All the parameters were within MFR's specs. From the available data it is not possible to identify the root cause that led to the reported event. A technical investigation is in progress at gambro dasco. Should significant new info become available a follow-up MDR wil be submitted.